Event description:
Same case as MFR report #3005099803-2009-01171. It was reported that during a ureteroscopy procedure, the balloon leaked. The target lesion was in an unspecified ureteral location. A u2q/6-4/5.8/75 10cc liwg kit had been selected to treat the target lesion. The balloon was tested and found to be functioning prior to the procedure. The balloon was inserted and immediately "popped". The device was exchanged for another of the same balloon. The second balloon was also tested and found to be functioning prior to use. The balloon was advanced to treat the target lesion. The balloon was inflated to unspecified atmospheres; however, the balloon deflated, due to "leakage". The procedure was able to be completed with this device. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
.